Manufacturer narrative:
No product has been returned for evaluation. However, a picture of the explanted recoil ring was provided. Photographed with the explanted recoil ring was a 6 inch scale. Using this as a guide, the photographed recoil ring measured approximately 15 inches. The outer recoil ring of the reported product code would have a specified free length of 37.910" and the inner recoil ring would have a specified free length of 23.710". Therefore, it would appear that the entire recoil ring is not pictured or was explanted. Both ends of the pictured recoil ring appeared to have been cut, however, due to the clarity of the photograph, it could not be determined if either of the ends was part of the recoil ring weld. Approximately 2.5" from one end of the pictured recoil ring, there was a splintering of the recoil ring material. If could not be determined from the photograph what caused the splintering.

Event description:
On (B)(6) 2003 - patient underwent implant of ck mesh. On (B)(6) 2010 - patient is reported to be hospitalized. A ring break has been diagnosed via CT scan and the ring is reported to be poking outward towards the patient's skin. On (B)(6) 2010 - the patient underwent partial mesh explant (ring portion only of mesh), is reported to be recovering well and is inpatient at the present time.